Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic vats lobectomy, the surgeon had already fired the stapler several times without any problems. When he attempted to fire the reload across the bronchus, it cracked halfway through the firing. The surgeon was able to complete the firing and observed properly formed staples on patient side and poorly formed staples on specimen side. When the reload was unloaded, the metal piece from the loading end of the reload came loose but did not separate completely from the reload. No reinforcement material was used. There was no medical intervention or patient injury. Another handle was opened to complete the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.